Event description:
Follow up.

Manufacturer narrative:
The sample device was returned for evaluation. The investigation is ongoing. A follow-up report will be provided once it is completed.

Event description:
Md attempted to insert filter into sheath adapter (facing proper for femoral approach), but was unable to engage it into adapter. He was met with resistance. He attempted again without success and opted to open another package. Second filter deployed as designed.